Event description:
In this case, a 32mm annuloplasty ring was explanted after an implant duration of 14.63 months due to mitral regurgitation (mr) led by the partial dehiscence of the ring.

Manufacturer narrative:
Method: device not returned. The device will not be returned for evaluation because it was discarded at the hospital. Conclusion: ring dehiscence after implant may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate valve repair in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. In this case, the health care facility indicated there was no device malfunction. The ring was explanted and replaced with a magna ease valve to correct the partial dehiscence of the ring which was causing the regurgitation but gave no cause for the dehiscence. Without additional information from the surgeon, operative report, prior patient history or return of the device, we are unable to conclusively determine root cause for explant of this device.